Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). - a supplemental report will be submitted upon the completion of the plant's investigation.

Event description:
It was reported by the patient that, while in drain 3 of treatment, the cycler alarmed an air detected in cassette warning, which could not be cleared. Technical services worked with the patient to cancel out treatment. Upon removing the cassette, the patient felt water on the outside of the cassette. It was later reported by the patient's peritoneal dialysis nurse that the patient was able to revert to manuals to complete treatment, and no infection nor symptoms of infection were ever present. The set was not made available for evaluation.